Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) and right ventricular (rv) lead exhibited threshold variances. The ipg was extracted and replaced. The lead was capped and replaced. No patient complications have been reported as a result of this event.